Manufacturer narrative:
The na electrode lot number was dpg94 with an expiration date of 16-mar-2026. The k electrode lot number was dlv44 with an expiration date of 22-feb-2026. The field service engineer found that the cause was consistent with a failing pressure sensor. He performed full cleaning and decontamination of the ise, inspected all tubings and connections, o-rings, and electrodes for signs of leakage or crystallization. He then replaced and aligned the sample probe and the pressure sensor. An ise check, calibration, and qc were performed, and they were within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward. The root cause was due to an electrical/electronic component failure.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas 8000 cobas ise module. Results for the following tests were affected: sodium (na) and potassium (k). Na: the initial result was <80. The repeat results were 136, 138, and 137. K: the initial result was 2.1. The repeat results were 4.1 three times. The units of measurement were not provided.